Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported events of detachment of device component and expulsion: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra, the needle broke off and the product came out. The packaged needle was used. Patient contact was made but there were no reported injuries.

Manufacturer narrative:
Device analysis: visual analysis of the returned device noted no defect was observed. Device was received with a needle still attached to the syringe.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra, the needle broke off and the product came out. The packaged needle was used. Patient contact was made but there were no reported injuries.